Manufacturer narrative:
08/28/25, cn hpcable # 03170, handpiece #n/a. W4d water sol, iso valve build up/debris, poor water pressure/flow due to debris buildup in water solenoid. Soiled and debris buildup in the water hose and water filter and affecting water quality. Damaged hand piece cable at the cable entry port on the unit exposing wires. Worn and peeling foot control pad. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.

Event description:
While using a cavitron plus g136, they allege that they have inconsistent water flow and the handpiece warms up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.